Event description:
It was reported that the patient went to the emergency room (ER) for hypoglycemia, but no values were given. The patient was in diabetic shock, incoherent speech and vomiting. For treatment, the patient gave no information. The patient was discharged after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.